Event description:
Patient revised due to patella pain. Inoperatively found malpositioning of patella and polyethylene wear of patella and liner.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information; however, the initial reporting indicates mal-positioning of the device may be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.